Manufacturer narrative:
The device was evaluated by a depot technician. The device files showed that the user cancelled the shock by pressing the energy up button. Per the operating instructions per the lifepak 15 oi, "the defibrillator disarms (canceled the charge) automatically if shock buttons are not pressed within 60 seconds, or if you change the energy selection after charging begins" proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the issue was determined to be user error.

Event description:
The customer contacted stryker to report that their device did not shock on the first attempt. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device did not shock on the first attempt. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.